Manufacturer narrative:
Batch review performed on 05 november 2020: lot 1909467: 45 items manufactured and released on 26-feb-2020. Expiration date: 2025-02-16. No anomalies found related to the problem. To date,31 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery for too much knee femur valgus position 3 months after primary surgery. The surgeon revised the femoral component and insert and the surgery was completed successfully.